Manufacturer narrative:
The device has been discarded by the facility. Hub fractures have been attributed to excessive force applied to the distal end of the device by the user; as it was reported that the break occurred during pushing up against the patient's cervix.

Event description:
At the end of an lsh procedure, during the amputation of the uterus off the cervix, while pushing up against the manipulator, the jaws became floppy on the omni instrument, causing a hub fracture on the device. All parts of the device were retrieved from the patient with no patient harm. The amputation of the uterus was completed using the cutting forceps.